Event description:
It was reported that the gastrointestinal videoscope displayed an e315 unsupported scope error code and e216 and b30 scope communication error codes. The issue was found during a demonstration. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, evaluation did find the image had interference. Based on the results of the investigation, and since the error messages were not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, the image interference was most likely caused by a faulty plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.